Event description:
A home patient (hp) contacted baxter's technical service center to report pain in the left shoulder during fill 2/4 of the automated peritoneal dialysis therapy using the homechoice machine. Reportedly, the home patient had waited unit fill 1 to connect a 12 ft. Extension set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in a manual drain and discontinuation of the therapy early. The home patient was advised by the nurse on call to sit in a knee-chest position to enable the air bolus to migrate back to the peritoneum. Per the home patient's nurse, the home patient has recovered with no medical intervention required.